Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the device was device was electively removed. There is no alleged stated deficiency or malfunction of the device.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2021-02979, 3006705815-2021-02980. It was reported the patient may undergo surgical intervention to explant their system for an unknown reason. No further information is available at this time.